Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jun-2026, a distributor reported via email that an ar-3636 knotless 1.8 fibertak soft anchor failed to deploy. The implant was removed from the patient. This was discovered during a shoulder instability procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-jun-2026: the reporter clarified that the anchor failed to deploy after it had been inserted into the bone tunnel. Immediately following insertion, the anchor did not deploy and subsequently pulled out. No excessive resistance was encountered during deployment. The anchor was completely removed intact, and no fragments were generated. The procedure was completed using a replacement ar-3636 anchor. The surgeon was required to reposition the guide, re-drill, and place another anchor, resulting in an approximate 5-minute procedural delay. The reporter was unable to confirm whether additional anesthesia was administered.